Event description:
It was reported that the customer was hospitalized for high bgs and dka. Troubleshooting was performed. The insulin concentration, programming, and bolus history on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. Few days later, the contact called back and stated that the customer had nausea, excessive thirst and was vomiting. The customer was not hospitalized at this time. Also it was reported that the customer's high bgs continued to rise after bolusing.